Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('acute salpingitis') and device breakage ('two pieces of disrupted, synthetic, flexible metallic coil') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included paratubal cyst and uterine dilation and curettage. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic essure removal bilateral salpingectomy. Thermal ablation,). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis and device breakage outcome was unknown. The reporter considered device breakage and salpingitis to be related to essure. The reporter commented: 2 coils on right and 1 on the left. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:device breakage and salpingitis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received: " previously reported event medical device removal replaced with acute salpingitis." Other event - two pieces of disrupted, synthetic, flexible metallic coil added and made medically significant and intervention required due to surgery." Reporter, medical history and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('acute salpingitis') and device breakage ('two pieces of disrupted, synthetic, flexible metallic coil') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included paratubal cyst and uterine dilation and curettage. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic essure removal bilateral salpingectomy. Thermal ablation,). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis and device breakage outcome was unknown. The reporter considered device breakage and salpingitis to be related to essure. The reporter commented: 2 coils on right and 1 on the left. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:device breakage and salpingitis . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.